Manufacturer narrative:
Concomitant medical products: ddmb1d1, ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for out of range low pacing impedance. In addition, post delivery of shocks for ventricular fibrillation (vf), the rv lead had dramatically decreased r waves. The rv lead remains in use. No patient complications have been reported as a result of this event.